Manufacturer narrative:
]Patient identifier multiple = (B)(6). There was no additional patient information provided by the customer. During the requested site visit, the field service representative (fsr) reseated the optics due to a loose screw and recalibrated the assay. Return testing was not completed as returns were not available. A review of the architect i1000sr, serial number (B)(4) service history found no contributing factors in the month prior to the complaint and no subsequent issues have been reported since the site visit. A product labeling review found the architect systems operations manual addresses requirements for handling specimens, operational precautions and limitations, and troubleshooting for the reported issue. The stat troponin-I package insert adequately addresses sample handling, performance characteristics, assay processing, and interpretation of results. A 12-month search for similar complaints and a product monitoring review of the architect i1000sr platform found no similar issues as described in this complaint. No trends associated with the architect i1000sr erratic results were identified. Based on the investigation no product deficiency was identified for the architect i1000sr, serial number (B)(4).

Event description:
The customer reported falsely elevated architect troponin results on two patients. The results provided were: on (B)(6) initial = 0.031 ng/ml(reference range 0 - 0.028ng/ml) / retest on different analyzer = <0.010 ng/ml; sid (B)(6) = 0.030 ng/ml / <0.010 ng/ml. There was no reported impact to patient management.